Event description:
The customer contacted stryker to report that their device shut down unexpectedly. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. Stryker determined that the battery pins being loose was the cause of the reported issue. Stryker tightened the device's battery pins to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.